Event description:
Bard urethral catheterization tray, ref 772415 - 15 fr. Red rubber catheter, lot # ngct0643, c.r. Bard, inc, (B)(4). We use this urethral tray to drain urine from a patient's bladder. On 4 trays of the same lot number, each tray was missing the package of povidone-iodine swabsticks (3) that the nurse needs to cleanse the urinary meatus before inserting the bladder catheter. This means that the nurse needs to break sterile technique to search for the povidone-iodine swabsticks, or open another tray to get the items. Four trays were opened for bladder catheterizations and all 4 were missing the swabsticks.